Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrectomy procedure, the device jaws did not close fully, it could not clamp tissue firmly. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.